Event description:
Patient due for every 72-hour circuit change. Blood returned, new circuit initiated without issue. Two hours after circuit change, pump alarmed "flow problem" and directed crrt rns to check effluent line. Shortly after, pump alarmed that loss/ gain limit reached on circuit. Circuit required to be changed. Blood given back to patient. Upon further investigation, stem on effluent bag noted to be occluded with plastic piece, which did not allow total amount of effluent into bag.